Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasion breaching the outer insulation and exposing the outer coil at 5.4-5.6 cm from the distal tip of the lead. The cause of the external abrasion is consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.